Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: no observed opening on the device, observed broken on the plug strap assessed as unidentified (tear). ¿ anxiety-product/procedure : unable to observe since it is a medical event and is not related to the device. No additional observation. No further actions are required as no issues with the manufacturing process are observed. Additional, changed, and/or corrected data: d.9; h.3; h.6;

Event description:
Healthcare professional reported left side deflation and exchange from textured to smooth due to concern with the product. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth, due to concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5; b.6; d.6b; h.6.

Event description:
Device has been explanted and replaced.

Event description:
Healthcare professional reported, left side deflation. And exchange from textured to smooth, due to concern with the product. Device has been explanted and replaced.